Event description:
A robotic mega suturecut needle driver did not cut during a case. A new instrument was opened and used to complete the case. I will send this instrument back to intuitive for reimbursement on the lives remaining. There are 5/15 lives remaining. FDA safety report ID # (B)(4).